Manufacturer narrative:
Investigation results: our quality engineer inspected the 6 photos submitted for evaluation. The reported issue of separation other component - leak was confirmed upon inspection of the samples. Analysis of the sample showed that it was possible to observe the tube of the subassembly was disassembled. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta white 360deg tube 16cm india - separation the connecta 10cm tube has been separated from the stopcock, creating major safety risk, this leads to serious harm by allowing blood leakage and medication wastage and preventing critical medications form being delivered to the patients at CT scan area while doing contrast agent intravenously during their CT scan.